Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive precipitate. One result was incorrectly reported out. Bd is unaware of any patient impact due to the erroneous result.